Event description:
Additional information was received indicating high pacing impedance noted on the right ventricular (rv) lead. Additionally, the physician suspected rv lead damage, however, no anomalies were observed either visually or with diagnostic imaging. The rv lead was replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the right ventricular lead was capped and the device was replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-20941. It was reported that inadequate pacing impedance was noted on the right ventricular (rv) lead. The device was explanted and a rv lead revision was performed, however, the status of the rv lead is unknown. The status of the patient is was not provided.